Event description:
It was reported that the pump was being used on a patient and it was alarming system error 3 and high baseline. The pump was swapped out for another. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the pump was being used on a patient and it was alarming system error 3 and high baseline. The pump was swapped out for another. Patient condition reported as "fine".